Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to hospital with loss of capture and poor sensing on the right ventricular lead. Upon chest x-ray, lead dislodgement was confirmed. During the lead reposition surgery, the helix was unable to extend. A new lead was implanted. The patient was stable before, during, and after the procedure. No other adverse events were noted.